Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p312 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p312 shows no trends. Trends were reviewed for the complaint category centrifuge bowl leak/break, and no trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the break occurred during the first buffy coat collection with 1450 ml of whole blood processed; the bowl completely shattered and came out of the holder. The centrifuge leak detector strip was also damaged. The customer has provided photographs and has returned the kit and smart card for evaluation. The patient has been reported to have been stable, and there was no report of patient harm associated with this event.